Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 7.8 mmol/l, 22.0 mmol/l, and 2.4 mmol/l. No actions taken based on device results. No adverse event reported. During a second incident occurring on a different date, customer injected novorapid insulin based on result of 10.0 mmol/l obtained on the aviva nano system. Low blood glucose symptoms were reported approximately 5-6 minutes after testing 10.0 mmol/l; customer tested 2.7 mmol/l on the aviva nano system and her mother treated her with orange juice and glucose. Requested return of suspect device.